Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon was not taking to much tissue in the jaws of the lcsc5, used with a luke handpiece, and would get a monotone. Several attempts removing coagulated tissue was done. The surgeon was able to finish the case with the scalpel, however monotone happened much more than usual. The rep was present and could tell the proper use was performed. There was no consequence to the pt.